Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the cable on the instrument was noted to be sticking out. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up and down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. The conductor wires were intact and undamaged.